Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an impedance reading postoperatively of >10,000 ohms when running at default. The readings taken before and during the procedure (after device was placed in the pocket) were fine. The manufacturer representative (rep) could use the clinician programmer through the abdominal binder and programming could be changed. However, when they tried to program the device, stimulation could only be obtained one time and it was too high. The patient reported that since implant the implantable neurostimulator (ins) was not working and they were in a lot of pain. They could not feel stimulation and thought something was wrong with the wires. The prior ins was replaced due to normal battery depletion and the lead was retained at that time. The rep did not have historical impedance values. Nine days post-surgical case combinations were 5,000-7,000 and bipole pairs were from 1,500-3,000 ohms. No stimulation was felt at 0*1- 450 pw, 60 rate, 10.5v and group impedance was 2107 ohms. The patient was awaiting the system to provide stimulation since this therapy worked for them. Information obtained later reported that the patient continued to have high impedances and no stimulation and they would require replacement of the lead. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) wasn't working and they were in pain. The patient had contacted the manufacturer's representative (rep) but had not heard back. It was reviewed with the patient they should contact their healthcare provider (hcp) to check their system and to see if further diagnostics may be needed to determine if additional interventions would be necessary. The rep. Further noted that no date had been scheduled or set for a lead replacement.

Event description:
Additional information received from the manufacturer representative reported that a replacement was being scheduled but there was no date set at the time of the report.

Event description:
Additional information received reported that the patient would need a revision. The manufacturer¿s representative (rep) noted that they thought it was edema and wanted to give it time but the patient still didn¿t feel stimulation. The rep. Noted that the lead and extension had very high impedances but nothing was out of range just high regarding impedances. Compatibility guidelines regarding the extension to the implantable neurostimulator (ins) were requested.

Event description:
Additional information received from the manufacturer representative reported that impedance measurements were taken. With the case used as the reference electrode, the impedance measurements were electrode 0: 4843 ohms, electrode 1: 4108 ohms, electrode 2: 2855 ohms, electrode 3: 749 ohms. With electrode 3 used as the reference electrode, the impedance measurements were case: 749 ohms, electrode 0: 4280 ohms, electrode 1: 3480 ohms, electrode 2: 2169 ohms. The patient was programmed on electrodes 0 and 1 and they attempted to change the programming to other pairs but the patient was unable to get sensation. The patient had not felt stimulation since implant. The device was programmed with the case as a positive and electrode 3 as negative but the patient was unable to get stimulation at 10.5v. The patient was also experiencing pain at their lead site. The patient was indicated for non-malignant pain.

Manufacturer narrative:
Product ID 3887-28, lot# j0015981v, implanted: 2001 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3887-28, lot# j0015981v, implanted: 2001 (B)(6); product type lead. (B)(4).